Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed a motor error. The customer received a no delivery alarm while they were sleeping. The customer did a rewind and primed the insulin pump. The customer did not change anything but then 45 minutes later the motor error alarm occurred. The customer's blood glucose level during the incident was 202 mg/dl. Troubleshooting was performed for the insulin pump. The insulin pump passed the displacement test and manual prime test. The motor error alarm did not recur. The customer also reported that the act button was not broken but was hard to push. The customer also reported that they had experienced a high blood glucose level of 565 mg/dl. The customer treated the high blood glucose with an injection and they changed the insulin and infusion set. While changing the set the customer found that two of the cannulas were bent. The customer declined troubleshooting for the high blood glucose. The device will not return for analysis.